Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose of 700 mg/dl on (B)(6) 2018. Customer was treated with manual injection. Customer declined troubleshoot for high blood glucose. The customer was unsure that they were wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.